Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (lack of information, cause of event is unknown). Conclusion: (lack of information, cause of event is unknown); known inherent risk of a procedure (endoleak).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm diameter and 6.5 cm in length fusi form thoracic aortic aneurysm. The proximal neck was 33 mm in diameter. The distal neck was 32 mm in diameter. It was reported that the CT noted that the aneurysm was 7.9 cm in diameter due to a type I endoleak. Relationship to the product and procedure is unknown. The patient was not treated. The patient will be monitored by the physician. No clinical sequelae were reported and the patient is fine.